Event description:
Philips received a complaint by the customer on the v60 indicating that the screen went black then started alarming. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the screen went black then started alarming. Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made on 17oct2025, 24oct2025, and 31oct2025 to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.